Event description:
It was reported that the device had a base hardware failure & batter communication timeout. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found crack on top case, plunger case and bottom case. Base hardware failure was found in error history. Primary problem was duplicated at power up. The cause was contamination found on printed circuit board (pcb). Replaced interconnect pcb and the device passed all functional tests.